Event description:
Reporter alleged obtaining the results of 50 mg/dl and 110 mg/dl back to back within 10 minutes on the aviva system. Reporter also alleged that on a separate occasion, he obtained the results of 199 mg/dl and 107 mg/dl on the same aviva system within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 50 mg/dl and 110 mg/dl back to back within 10 minutes on the aviva system. Reporter also alleged that on a separate occasion, he obtained the results of 199 mg/dl and 107 mg/dl on the same aviva system within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.